Manufacturer narrative:
The device was not available for investigation. (B)(4) lot 135538 was manufactured november 19-20, 2013. A review of the device history record indicated there were no reports of issues related to this occurrence. With the info available, no conclusions can be drawn.

Event description:
A patient was being infused with platelets when the clinician observed the tubing detach from under the filter assembly of the device. The clinician stated the detachment occurred approximately 2 seconds from the start of the infusion. The clinician stopped the infusion when the tubing detachment was observed. There was no reported death or injury to the patient for this occurrence. There was no known further intervention required as a result of this occurrence. The clinician returned the remaining portion of the unused platelets to the lab. The unused platelets and (B)(4)device were both discarded as a result of this occurrence.